Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges they experienced redness of the eye, pain, and blurred vision and sought medical treatment where they were informed the shape of the retina was abnormal and the patient was at risk of becoming vision impaired. The patient was instructed to temporarily discontinue lens use and was prescribed unknown medication. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. While an incident involving the retina would not be contact lens related, this event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.